Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log file entries indicate that the proximity function of the collision protection had responded at the time of the error. Our experts assume that a malfunctioning proximity function, which is integrated into the cover, was the cause of the problem. After replacing the complete cover, including the proximity function, the system again worked as specified. The occurrence rate of the error pattern and the spare parts consumption of the affected part were checked. A possible error accumulation or even a systematic error that would lead to corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, no system movement was possible. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.